Event description:
The reporter stated that he had a left total shoulder replacement (B)(6) 2008. In 2010, the rotator cuff disintegrated and he was diagnosed with polyethylene disease. The device had moved and was working its way out of his shoulder. He was on PICC line for 6 weeks and an antibiotic spacer was placed in his shoulder until his culture was clear. A revision was performed on (B)(6) 2011. He is presently on disability and has anxiety, hbp, and depression. He also had to have a replacement in the right shoulder from overuse and not being able to use the left shoulder.